Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. On the day of the event the customer received a blood glucose result of 560 mg/dl and went to the hospital. At the hospital the customer was placed on an IV and was treated with potassium, insulin, and glucose. The customer's blood glucose stabilized and she was discharged from the hospital the next day. After returning home she resumed her pump therapy, however blood glucose levels increased. The customer's doctor recommended she discontinue pump therapy and put her on multiple dose injection therapy.

Manufacturer narrative:
Correction to g1 - mfg site name